Manufacturer narrative:
The index procedure was prompted by evidence of ischemia and unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the cx was treated with two resolute onyx des. Dissection was reported in the target area.